Event description:
Caller reported a malfunction on the pump, specifically identified as malf 1 with fault ID 0x200c. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, but the malfunction code recurred. Consequently, technical support arranged for a replacement pump to be sent to the customer. The customer was instructed to put the pump into storage mode before returning it to tandem and to return the problematic pump within 10 days to avoid being billed. The customer will use a backup insulin pump in the meantime and was informed that the replacement pump would include updated software. They were also advised on programming their settings into the new pump and connecting their cgm. The caller understood all instructions and confirmed the shipping address.